Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The caller asked for an insulin pump trainer to go to the hospital to conduct troubleshooting. Advised that the local rep would be notified. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.